Event description:
It was reported that the pump displayed a cassette not attached error and was unable to calibrate sensor. Found during testing. No further information provided.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a cracked battery compartment, missing battery door and worn uso seal. A review of the event history log found a high alarm displayed: cassette not attached properly. During the functional testing, the cassette not attached error was able to be duplicated. The cause of the issue was found to be the dso sensor. The dso sensor was replaced. Service history identified that no previous repair has been noted in the past. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.